Manufacturer narrative:
Unit received with critical pump error moisture damage on the pcb1 board and pcb2 board. No blank display noted. Unable to confirm unresponsive keypad or stuck button alarm due to critical pump error. No pump alarmed stuck button observed in pump downloaded history. Unit successfully downloaded to thump. Found moisture damage to force sensor, keypad traces, pcb1 board and pcb 2 board during visual inspection. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), and cracked case corner of the belt clip rails near the battery compartment. The p-cap/reservoir does lock properly. No blank display noted however critical pump error was confirmed after battery installation. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Unable to confirm unresponsive keypad and stuck alarm button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the insulin pump was exposed to water and had a blank display, unresponsive buttons and a stuck button alarm. The customer also reported that the insulin pump failed self-test. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and included advising the customer to disconnect from the pump, inspecting the battery cap and compartment, attempting to restart the pump with a new battery and cap, and confirming the need for device replacement. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.